Event description:
Patient reported that he had a zimmer nexgen flex knee implanted on (B)(6) 2010. He stated that he has had 2 revisions and is due for a third (B)(6) 2014. He described his symptoms as moderate to severe pain, continuous swelling, and ambulation difficulties. He is very upset that this device has not been recalled.